Event description:
A beckman coulter field service engineer (fse) called and reported that, while the instrument was running at a customer's site, the operator manually grabbed the rack and placed it at the next location where the rack jaw closed and caught his finger. The skin was broken on the outside of the left fingertip. Biohazards exposure was reported due to this event as the fluid spilled over the operator's finger was found to be patient sample. The operator did seek medical attention. It did not require stitches; the operator blood was drawn due to the biohazard exposure. The operator was wearing lab coat and gloves . No erroneous results were generated due to this event. The fse indicated that as the racks come off the au5800 and proceeding to the next station, the sensor was not working properly and not pushing racks to the next station. This is when the operator decided to move them manually. There is a warning label on the instrument that was ignored by the operator.

Manufacturer narrative:
The field service engineer repaired the system by replacing the sensor (B)(4) which was failing intermittently, causing the racks to not move automatically. He also changed the solenoid and neighboring sensors as a precautionary measure. He verified that the rack moved through the connection unit successfully. (B)(4).